Event description:
It was reported that a patient had seen her physician a week prior, everything was fine, and suddenly the stimulation changed. The patient had an overstimulation sensation. Two days prior to the report, all of the sudden the stimulation became really painful in the vaginal area. The patient decreased stimulation from 4.7 volts to 2.1 volts. The patient tried changing programs but couldn¿t figure out how to do it. The patient didn¿t have any other programs installed on the device. The patient was concerned because she didn¿t start out at 4.7 volts but increased to that setting because that¿s where it helped. Now the setting was extremely painful after being fine. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va02wff, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).